Manufacturer narrative:
Based on the clarification received, the country of origin for this event is austria. Sections b5 and e1 have been updated to reflect the correct information.

Event description:
An advocate from austria reported that the customer was no longer able to select the german language on his contour next link 2.4 meter. The customer reported that the meter was only showing english and spanish languages. The customer was able to perform a blood glucose test and follow instructions in english.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the meter on the label did not match the serial number on the customer service mode of the meter. There was record of 8 tests being completed on the meter. The strip port test in customer service mode showed no issues. Control tests were run using the returned meter with in-house contour next control solution and contour next test strips, which were within acceptable range. All control readings obtained during in-house testing were properly stored in the meter's memory. There is a potential that the software error caused the meter to reset the languages. In some countries outside the us, customer information is not provided due to privacy laws. The customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from (B)(6) reported that the customer was no longer able to select the german language on his contour next link 2.4 meter. The customer reported that the meter was only showing english and spanish languages. The customer was able to perform a blood glucose test and follow instructions in english. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.